Event description:
The customer reported that the system had multiple errors that prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested, found to be working as intended, and put back into service.